Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarms. The care giver (cg) explained there were no leaks and that there were no spare lines that were in use. The home patient (hp) did not disconnect. The tsr advised the hp to discard the supplies and to report the alarms to the peritoneal dialysis nurse the following morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.